Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the haptic was torn or broken. Additional information was requested and received, stating that the haptic was torn upon implantation of the iol with patient contact. The procedure was completed on the same day.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).